Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the australia. It was reported on (B)(6) 2024 that the patient encountered infusion set got leaked. Duration of infusion set used was 1 day. The issue got resolved by replacing the infusion set and resumed insulin deliveries. No further information available.